Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 600 mg/dl range. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on 4/10/2024 with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended; however, the alleged root cause could not be confirmed.